Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
While at the bench, the bench technicians noted the etco2 was not responding and the etco2 module would need to be replaced. There was no reported patient involvement.